Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a coil embolization procedure, the physician felt resistance while advancing the coil in the microcatheter, the coil could not be pushed or pulled and the coil unraveled near the detachment zone and had to be retrieved with a 4mm gooseneck snare. The physician replaced it with a new coil and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that a non-stryker microcatheter was used during the procedure. However, because the device was not returned, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during a coil embolization procedure, the physician felt resistance while advancing the coil in the microcatheter, the coil could not be pushed or pulled and the coil unraveled near the detachment zone and had to be retrieved with a 4mm gooseneck snare. The physician replaced it with a new coil and continued the procedure without clinical consequences to the patient.